Manufacturer narrative:
The patient had a previous intervention where two overlapping smart (7mm x 100mm/ lot unknown) stents were placed in the distal left superficial femoral artery (sfa) after a silverhawk plaque excision catheter was used. Approximately seven months post stent implant; the patient came back and was treated with laser and cryoplasty for in-stent restenosis. Approximately four years since this intervention, the patient has developed left leg claudication and was brought in for further diagnosis. Upon the first angiographic runoff, the doctor noticed a slight fracture of the distal smart stent, just above the adductor canal region of the sfa. The stent was not completely separated, rather just the medial portion of the stent seemed to be fractured. The fracture was not flow limiting and no intervention was performed. The patient did show signs of in-stent restenosis in the proximal and mid portions of the sfa and the physician chose to intervene on these areas only. The final angiogram showed an excellent result with brisk blood-flow throughout the entire sfa. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, device, pharmacological and lesion.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Multiple restenosis with stent fracture. The patient is a (B)(6) male. The patient had a previous intervention where two overlapping smart (7mm x 100mm/ lot unknown) stents were placed in the distal left superficial femoral artery (sfa) after a silverhawk plaque excision catheter was used. Approximately seven months post stent implant; the patient came back and was treated with laser and cryoplasty for in-stent restenosis. Approximately four years since this intervention, the patient has developed left leg claudication and was brought in for further diagnosis. Upon the first angiographic runoff, the doctor noticed a slight fracture of the distal smart stent, just above the adductor canal region of the sfa. The stent was not completely separated, rather just the medial portion of the stent seemed to be fractured. The fracture was not flow limiting and no intervention was performed. The patient did show signs of in-stent restenosis in the proximal and mid portions of the sfa and the physician chose to intervene on these areas only. The final angiogram showed an excellent result with brisk blood-flow throughout the entire sfa.